Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implant, after several attempts to reposition the lead, the stylet could not be inserted. Lead was not implanted.